Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the impedance value of the pacing lead was unsatisfying. The lead was therefore repositioned. No patient complications have been reported as a result of this event.